Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted and exhibited a fracture (overstress). The inner insulation was kinked buckled, and blood was found in/on the helix/lobe mechanism. The lead appeared to have been stretched and damaged at implant.

Event description:
It was reported that during the implant attempt, there was difficulty in getting the helix to retract and redeploy following the initial implant attempt. Additionally, the patient's tight anatomy made it difficult to attempt placement of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.